Event description:
Complianant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 78" and "defib fault 79" message. Complainant indicated that there was no pt involvement in the reported malfunction.